Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 35 mg/dl while on insulin pump therapy. No further information was provided. The reporter declined to participate in troubleshoot at the time the issue was reported to animas. Animas customer support made several attempts to contact the reporter for further information; however, the reporter did not respond to the follow-up attempts. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy.